Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the available information, the reported incomplete coaptation/slda and poor image resolution appear to have been results of challenging patient anatomy. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure, performed to treat degenerative mitral regurgitation (mr) of grade 4. The patient was admitted in cardiogenic shock. The patient anatomy included pre-existing chordal rupture, a posterior flail and posterior leaflet prolapse. The first clip was implanted; however, after deployment, a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet, remaining attached to the anterior leaflet. A second clip was implanted to stabilize the slda clip. The procedure continued with implant of a third clip, reducing mr to grade 1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.